Manufacturer narrative:
H3: the case part (scu 9733438 polaris camera) was returned to the manufacturer for analysis and no failure was found. The case part (psu 9733437 polaris spectra) was also returned to the manufacturer for analysis. Analysis found that there was a damaged camera or scu and the battery voltage was low. The returned psu powered up on the test bench without the fault light on. However, a check of the event log showed an extensive history of intermittent high or low voltage for battery, external, sensor, and illuminator. Otherwise, the psu passed an accuracy test (aak) at .34 mm with a passing threshold of .35 mm. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, and c20 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while setting up for a case in the morning, the navigation system was booted on and they received a localizer disconnected message. They tried to reboot and that seemed to resolve, but while verifying instruments, it came back. Discovered with no patient present during setup. The manufacturing representative was on site and was unable to replicate the error when troubleshooting.  The positioning sensor unit (psu) reported multiple faults that the voltage was either higher or lower than recommended voltage. The polaris spectra system control unit (scu) also reported errors communicating with the camera. It said, that it detected the position sensor on port 1 but could not establish communication.